Manufacturer narrative:
Batch reviews performed on 16 january 2017. Lot 163933: (B)(4) items manufactured and released on 26 september 2016. Expiration date: 2021-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc cup impactor, code 01.26.10.0062 , lot. 1110484a, (B)(4) items manufactured and released on 26 february 2015. No anomalies found related to the problem. To date, no similar events have been reported items of the same lot.

Event description:
The straight cup impactor could not be disconnected from the versafitcup: cold-welded. The surgeon used the offset cup impactor and a new versafitcup size 50. Instrument and implant are available.

Manufacturer narrative:
On 17 march 2017 the r and d project manager performed a visual inspection of the retrieved item and commented as follows: the handle was stuck in the cup, it was necessary to block the cup in a clamp to disassembly the pieces. There was some coagulated blood between the threads of the pieces. We try to do so: the handle was again assembled to the cup and hit a few times with an hammer as in a surgery. It was possible to remove the cup without efforts. It might be possible that coagulated blood blocked the cup but we do not know if it happened during the surgery.